Event description:
It was reported that the piston in the insulin pump did not stop during priming, and insulin was squirting. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had cracked case at the display window, cracked screen and battery tube threads.